Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic (tapp) transabominal preperitoneal inguinal hernia repair. Event description: the clip applier misfired during use, therefore the product was replaced. Additional information received by company rep. Via e-mail on 02sep24: haemorrhage could not be controlled since the liga clips got stuck/unable to apply. It was not a massive bleed, so no major harm. Eventually bleeding controlled by other means, no major harm. Device was taken out of the packet and I tried to apply the clips- but none of the clips came out, was unable to fire the clips despite many attempts and I felt that the handle got blocked since it was not able to squeeze the handles smoothly. It happened when trying to load the clip and apply. To summarise, this malfunctioned entirely, unable to even apply a single clip. Type of intervention: device replacement. Patient status: eventually bleeding controlled by other means, no major harm.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded successfully during testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic (tapp) transabominal preperitoneal inguinal hernia repair. Event description: the clip applier misfired during use, therefore the product was replaced. Additional information received by company rep. Via e-mail on 02sep2024: haemorrhage could not be controlled since the liga clips got stuck/unable to apply. It was not a massive bleed, so no major harm. Eventually bleeding controlled by other means, no major harm. Device was taken out of the packet and I tried to apply the clips- but none of the clips came out, was unable to fire the clips despite many attempts and I felt that the handle got blocked since it was not able to squeeze the handles smoothly. It happened when trying to load the clip and apply. To summarise, this malfunctioned entirely, unable to even apply a single clip. Additional information received by ce via e-mail on 26nov2024: during testing on (B)(6) 2024, it was discovered that one of the feeder teeth was broken off and missing. Type of intervention: device replacement. Patient status: eventually bleeding controlled by other means, no major harm.